Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, during the heat up phase of the procedure, two fluid loss alarms occurred. The procedure was canceled and patient was cooled down. The patient¿s uterine cavity was inspected through hysteroscopy and a uterine perforation was confirmed. The cause of the perforation is unknown. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be fine.